Event description:
A customer was performing verification testing and observed no reactivity with a sample containing anti-kell when teseted with 0.8% resolve panel a lot 8ra207. No death or serious injury was associated with this incident.